Event description:
During diffusion test, pt inhaled fast and deep and started to cough uncontrollably. Pt coughed up a small (~3/4"x ~1/2cm)piece of plastic which came from the inside of the patient filter on the mouth piece. Pulmonary function test continued with different mouthpiece and filter.